Event description:
The patient underwent implantation of the aortic extender in the morning of (B)(6) 2011, but required a return to surgery later the same day due to leaking. The surgeon notes in the operative note (the later surgery) "postoperatively, patient was hypotensive despite dopamine. Hemoglobin and hematocrit dropped, and cta (computed tomography angiography)showed possible leak from the posterior wall of the aneurysm for which patient was brought to surgery." The patient then underwent repair of infrarenal abdominal aortic aneurysm, explantation of aortic endograft and replacement with bifuracted dacron graft. The patient tolerated the procedure and transferred to the recovery room in stable condition.